Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a hole in the tubing set; subsequently, a leak was noted. The tubing set was connected to an unspecified device and was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the line was pierced between the drip chamber of the tubing set and the extremity linked to the catheter. The customer contact reported that an unspecified volume of solution leaked. It was reported that an unspecified volume of blood reflux was noted in the catheter. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.